Event description:
Reference number (B)(4). Event occurred in australia. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion blockage in tubing. Infusion set has not been used more than 72 hours. High blood glucose level was treated with multiple daily injection of insulin. Customer changed supplies as necessary and resumed insulin therapy. No further information available.